Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter noted corrosion on the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/26/2013 with the following results: battery compartment crack observed in the thread area. Leak test shows leak at crack in battery compartment . Moisture contamination confirmed inside battery compartment. Battery cap is unable to fully tighten due to damaged cap threads as well as damaged battery compartment threads. Moisture contamination observed on the underside of the battery cap. Pump case was removed, evidence of moisture damage was identified inside pump and on the printed circuit board. (B)(4).